Manufacturer narrative:
The radiometer investigation has not been able to determine the root cause due to lack of data, parts and details. Hence, root cause remains unknown.

Event description:
Radiometer reference: (B)(4). According to the complaint the customer reported, on (B)(6) 2025, a bedside blood gas test was conducted for a patient on an abl90 flex analyzer (serial no; (B)(6), reporting a potassium (k) level of 7.2 mmol/l, which was abnormal. Venous blood was immediately collected from the patient and sent to the hospital laboratory for re-examination, which showed a k level of 4.0 mmol/l, within the normal range. There was a significant discrepancy between the bedside blood gas test and the venous test results. Information received 19aug2025: according to the complaint, the engineer inspected the analyzer and found no issues. External quality controls were performed, and comparative verification was conducted with the laboratory's other equipment, with no abnormalities detected in the abl90. Therefore, the engineer speculated that the issue might have been caused by pre-analytical errors such as hemolysis. Training has been arranged for the customer. The customer did not provide a servicedump. During the inquiry, it was discovered that the customer had reported an incorrect analyzer serial number in the ae report. The actual analyzer involved in the incident was (B)(6).

Event description:
Radiometer reference: (B)(4). According to the complaint the customer reported, on (B)(6) 2025, a bedside blood gas test was conducted for a patient on an abl90 flex analyzer (serial no; (B)(6)), reporting a potassium (k) level of 7.2 mmol/l, which was abnormal. Venous blood was immediately collected from the patient and sent to the hospital laboratory for re-examination, which showed a k level of 4.0 mmol/l, within the normal range. There was a significant discrepancy between the bedside blood gas test and the venous test results.